Event description:
The pump was returned for investigation. Investigation revealed a damaged battery cap and dim and discolored display screen visual. This report is made based on results of investigation completed on 03/02/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/02/2015 with the following findings: the display screen visual was observed to be dim and discolored due to an unidentified display failure. The returned battery cap was observed to be damaged/stripped. The following findings are unrelated to the reported issues: evidence of a 'time and date reset' issue was observed in the black box data. A 'time and date reset' issue was observed during the investigation; the time and date settings reset to their default values after the battery had been removed from the pump for less than 24 hours. Initial reporter: (B)(6).